Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not annunciate the site reminder at the expected time. There was no reported impact to the customer's blood glucose level. A review of pump data with tandem technical support indicated the fill cannula procedure was not performed during the load process. The customer was reminded to complete the fill cannula step in order for the site reminder to be set correctly.